Event description:
There was no pt involved in this event. This device malfunctioned because the pad device depleted the pad-pak before the expiry date.

Manufacturer narrative:
The device was installed on (B)(4) 2008 and operated successfully until (B)(6) 2009. On (B)(6) 2009 the device noted a failure but went unnoticed by the user until (B)(6) 2010. A device left in failure mode will deplete the pad-pak. Although no fault was found with the device the original failure was concluded to be caused by a low battery. This device was found to be stored in an inadequate location. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.